Manufacturer narrative:
Intuitive surgical, inc (isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. No image or procedure video was provided for review. A review of the instrument log was performed. Per the review, the following was confirmed: the instrument was last used on (B)(6) 2022 and had eight uses remaining after this last use. This complaint is being reported due to the following conclusion: it was alleged that the instrument arced. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: the expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, there was visible arcing when the fenestrated bipolar forceps instrument was used. The site immediately stopped using the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. There was no damage to the instrument after the arcing event. It is unknown if the cannula was inspected prior to use. The arc originated from the bipolar instrument which was grounded with the patient while the surgeon was performing cauterization with bipolar energy. A monopolar cord was not connected to a bipolar instrument. An integrated electrosurgical unit (iesu) was used, with bipolar coagulation set to eight. The instrument was in use for over three hours prior to the arcing event. A permanent cautery hook and another bipolar instrument were also in use when the arcing event occurred. The instrument tips did not collide with another instrument or tool. The instrument tips were in contact with tissue when the arcing event occurred. The instrument tips did not touch any staples, clips, or sutures while the instrument was energized and was not immersed in liquid or contaminated by carbonized tissue (bio debris). The instrument was removed prior to arcing and the instrument wrist was straightened upon removal. The surgeon did not know what caused the arcing event. The patient did not suffer any injury or harm and has not returned to the hospital due to experiencing any post-surgical complications. There was a delay of at least 15 minutes, but no more than thirty minutes. The problem did not occur during a critical step of the procedure. The procedure was completed with a backup instrument.

Manufacturer narrative:
D11 - intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The root cause is typically attributed to mishandling/misuse and is most commonly caused by insulation degradation and carbonized tissue creating a conductive path.

Event description:
Refer to h10/h11 for follow-up information.